Manufacturer narrative:
At this time no conclusion can be made. The information provided alleges that the patient underwent an additional surgery, the surgeon noted that the prior mesh had migrated, and was no longer functional and needed to be removed. Additional surgery is alleged to be needed due to recurrence of the hernia. However, no medical records were provided and no sample was returned for evaluation. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent repair of an incisional hernia. As reported a bard/davol 4 x 6 ventralight st was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent an exploratory laparotomy procedure. Upon entering the patient's abdomen, the surgeon noted that the prior mesh had migrated, and was no longer functional and needed to be removed. The patient suffered severe and debilitating pain and also requires further medical treatment, including likely need for future surgeries. As alleged, the product necessitates additional invasive surgery to repair the hernia that the bard/davol ventralight st bard mesh was initially implanted to treat. It is alleged that the bard/davol ventralight st bard mesh implanted in the patient failed to reasonably perform as intended. The attorney alleges general allegations for past, present, and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by the patient, permanent impairment and mental pain and suffering due to the alleged defective bard/davol ventralight st.